Manufacturer narrative:
(B)(4). Date of event: publication year of 2013. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: the use of the harmonic scalpel versus knot tying for modified radical neck dissection. Author: orhan agcaoglu, md1, shamil aliyev, md1, jamie mitchell, md1, mira milas, md, allan siperstein, md, and eren berber, md. Citation: surgical innovation 20(1) 81¿ 85; 2013; doi: 10.1177/1553350612444782. This retrospective study discussed about the use of the harmonic scalpel versus knot tying for modified radical neck dissection (mrnd). Between january 2000 and december 2010, 119 patients underwent modified lateral neck dissection for thyroid cancer. A total of 24 patients (male= 10, female= 14; age range= 49.2 ± 3.9 years; bmi range=2 9 ± 1 kg/m^2) were under unilateral mrnd using harmonic scalpel (hs) (ethicon) and 23 patients (male= 8, female= 15; age range= 55 ± 4.2 years; bmi range= 30 ± 1 kg/m^2) were in knot-tying. Reported complication for harmonic group included lymphatic leaks (n=2) which required a second operation for repair. In conclusion, despite the limitations of its retrospective nature, this study shows that the hs reduces estimated blood loss and the amount of lymphatic drainage compared to knot tying after mrnd.